Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported foreign body in patient appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in an unspecified location, the physician had difficulty visualizing an xpert stent and the marker. Therefore, the stent was deployed completely outside of the target lesion. Reportedly, to treat the target lesion another xpert stent was placed using the overlapping technique. The patient is doing well and there were no consequences for the patient. There was no clinically significant delay in the procedure. No additional information was provided.